Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after roticulation during a laparoscopic segment resection, the jaws from the cartridge would not open or close. They used another handle to complete the case. There was no patient injury.